Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging wire in the cable. The electrode belt was unable to complete essential performance testing. The root cause for the missing trunk cable connector was physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.